Manufacturer narrative:
(B)(4). Foreign: (B)(6). Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the zipping line on the suture fractured. Another implant was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.